Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached early elective replacement indicator (eri), less than four years from the date of implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and analysis revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead, implanted on (B)(6) 2007. (B)(4).